Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, asystole, and syncope. The right ventricular (rv) lead dislodged, had loss of capture, and noise. Subsequently, the patient experienced an infection. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.